Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose between 420 mg/dl and 600 mg/dl. Customer reported that high blood glucose began on february 25, 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but did find air bubbles in reservoir. Customer was instructed on how to remove air bubbles. There were no site or insulin issues, but states that insulin was squirting out during priming. Alarm history did not show a compromised force sensor alarm. And settings were correct. Customer was advised that insulin pump was functioning as designed. Customer was advised to call back should issue persist.